Event description:
It was reported that the physician's handheld was experiencing many issues and needed to be restarted. It was reported that the handheld does not display well. The physician was provided a new programming tablet. The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/09/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/09/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.